Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using a powerport m.r.I. Isp. Post the procedure on (B)(6) 2026, a contrast-enhanced CT scan was implemented via the port as part of a post-chemotherapy evaluation which identified the catheter was reportedly fractured and migrated to the renal vein. Reportedly, the catheter was removed on (B)(6) 2026. The current status of the patient is unknown.